Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a lead safety switch. Varying impedances, noise, oversensing and pacing inhibition of 3 seconds were observed. The issues were unable to be reproduced with patient isometrics, valsalva, or in unipolar or bipolar configurations. It was noted that the lead was left in unipolar configuration and this will be addressed again during the patient's next follow-up visit. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.